Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not come off of the catheter. Block h11: investigation results the returned resolution 360 ultra clip device was analyzed, and the device was returned with the clip assembly attached and without any visible problem. Microscopic examination was performed, and it was found that the device was returned with clip attached. Functional evaluation was performed and it was found that the clip was able to perform a full deployment. No other problems with the device were noted. The reported event of clip did not come off of the catheter was not confirmed. Investigation found that the clip assembly was returned with the clip still attached and after functional test the device was able to perform a full deployment without any issues. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not come off of the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not come off of the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not come off of the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.